Event description:
This rv lead was implanted on (B)(6) 2005. A call to technical services on 9/29/11 states that they saw the patient in clinic today. A-waves consistently low in om. Weekly averages 3.9 to 4.0mv. In clinic measured 5mv. Decreased sensitivity to 2.0mv. Polarity is bipolar, unipolar not evaluated. Lsometric's performed, no oversensing, baseline slightly wavering. The physician is (B)(6). Patient is 0% paced in a% v. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).